Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarms noted. Device had cracked reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose level has been higher than normal since (B)(6) 2016. The customer stated that she normally wakes up with a blood glucose level of 40 mg/dl but woke up in the 100 mg/dl range. Blood glucose values at the time of the incident and at the time of the call are unknown. She experienced nausea, no appetite, chest pain and difficulty breathing. Customer stated she was not hospitalized but had an emergency visit with her doctor. No issues with air bubbles, insulin leaks, bolus history or settings were found during troubleshooting and the insulin pump passed the high pressure test. The customer stated she recently changed her settings to correct the high blood glucose levels; she has been tripling her basal rates and normal bolus. The customer requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.